Event description:
It was reported that the physician's handheld device keeps freezing at an unknown screen. Additional information was received that the device screen froze randomly and was not consistently freezing. No patients were affected as a result. A tablet was provided to the physician but the suspect device has not been received to date.